Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) did not deliver any compressions and switched off completely was confirmed in the archive data but not during functional testing. Based on the archive data analysis, a possible intermittent power problem occurred on the reported event; therefore, the power distribution board (pdb) was replaced as a preventive precaution to resolve the reported complaint. Reviewing the archive data showed that on the reported event date, the autopulse platform was powered on and then indicated user advisory 28 (loss of clutch connectivity) and under-voltage <18v although the battery was fully charged with adequate voltage and remaining capacity (rc). The autopulse platform then had an un-commanded shutdown, confirming the reported complaint. The autopulse platform passed the preliminary and subsequent functional tests with no issues. The ua28 and under-voltage <18v issue was not replicated during functional tests. Nevertheless, the power distribution board (pdb) was replaced as a preventive precautionary measure, as the pdb may have had some intermittent technical problems that could not be consistently identified during the functional testing. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6) .

Event description:
The autopulse platform (sn (B)(6) was attempted to be used during a patient call, but the platform did not deliver any compressions and switched off completely. Per the customer, the autopulse platform did not show any error. The battery was fully charged (showing 4 solid green leds) before being inserted into the platform. After the autopulse platform switched off completely, the crew continued the resuscitation attempt using manual CPR during the entire call. No consequences or impacts on the patient.